Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the alarm was not working. The root cause has been identified as a defective power switch.

Event description:
Dealer is stating that the unit alarm was not working. The cause was a defective power switch.